Event description:
It was reported that fiber broke near proximal end.

Manufacturer narrative:
Visual examination of the reported product revealed some damage (chipping) of fiber at distal end of the fiber assembly. Further examination of the fiber showed fiber to be intact, and was broken. Fiber was then tested and found to be within output spec. Unable to duplicate reported event.